Manufacturer narrative:
At the time of this incident, it was determined not to be a reportable event as we were unaware of any harm to the patient. Upon investigation, it was discovered that the site had, on at least one occasion, removed a biopsy needle and reinserted it in the patient. Upon becoming aware of this information, it was determined to be a reportable event. In addition to MDR #2240869-2008-0025, siemens healthcare has also submitted an MDR for the second site we have become aware of experiencing the same results. Hospital center. MDR #2240869-2008-0026. Siemen healthcare has notified the manufacturer of the mammalok gold biopsy needle of this incident via certified mail as well as a copy of both MDR reports. Result: needle biopsy guide. The site was provided with another manufacturer's needle. To date, we have not received any information from the site that the issue has reoccurred.

Event description:
During needle local procedures using the homer mammalok gold biopsy needle, images may become 'black' (void of image data) when the needle is placed in the breast. This anomaly required the technologist to reposition the patient and acquire another image. In 2008, in a conversation with a siemens clinical applications specialist, it was discussed that in rare cases a patient may need to have a needle removed and reinserted to acquire a clean image. On the same day in a conversation with the siemens service engineer, it was discovered that the site, on at least one occasion, had to decompress the breast, reposition the patient and recompress the breast again while a biopsy needle remained in the patient. It was also discovered that on at least one occasion, the site has to remove a place biopsy needle, reposition the patient and reinsert the needle. On the next day, in a conversation with a siemens clinical application specialist, it was discovered that another site has experienced similar results with the homer mammalok gold biopsy needle.